Manufacturer narrative:
Additional information and corrected data: corrected data: the following fields are updated accordingly: section d6a: if implanted, give date: (B)(6) 2025. Section d6b: if explanted, give date: (B)(6) 2025. Section e1: initial reporter: reporter name: (B)(6). Section e1: initial reporter: email address: (B)(6). Section e1: initial reporter: telephone number: (B)(6). Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: june 2, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was coated in viscoelastic residue and fibers from the medical gauze it was received on. The lens was cleaned and inspected revealing light scratches on the surface of the lens. No further issues were observed and no further evaluation was performed. The complaint issue "instability of device after implantation" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if implanted, give date: unknown, information not provided. Section e1: surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's right eye due to unspecified reason. The lens was explanted in a secondary procedure and replaced with another lens. From additional information it was learnt that the lens was explanted due to displacement. No other information is available.